Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed leaking from the probe. The fse discovered the ground wire from the probe was in the way of the backwash arm cylinder, preventing the cylinder from going all the way down on the manual probe. The fse repositioned the ground wire, resolving the event. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported a contained leak of less than 1 ml of clear fluid from the probe rinse block of the coulter lh 500 hematology analyzer. The operator was wearing gloves, goggles, and a lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.